Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported superficial damage to the patient¿s driveline could not be conclusively determined. The reported damage could not be confirmed through this evaluation as no photos were submitted and no product was returned for evaluation. It was reported that the patient was seen in the clinic on (B)(6) 2020, and was noted to have areas of the driveline silastic coating that were weakened. Rescue tape was reportedly applied to the driveline in 2 places. There were reportedly no alarms or abnormalities upon interrogation. There were no adverse consequences. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) and hmii lvas patient handbook contain information regarding driveline care. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13mar2017. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2020, and noted to have areas of the driveline silastic coating that were weakened. Rescue tape was applied to the driveline in two places. The patient had no alarms, or abnormalities, on interrogation.